Event description:
It was reported that during the attempted implant procedure, the helix would not unscrew gradually but "jumps out" after 15 rotations. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. Visual analysis noted that the lead was returned with the helix stretched and bent/distorted. However, the helix extends and retracts within specification.